Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached. Based on the investigation, the most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the adhesive on bending section cover (a-rubber) is detached. There were no reports of patient involvement.